Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 6931-65 implanted: 2007 (B)(6). (B)(4).

Event description:
Us FDA: it was reported that the patient was admitted for a routine device change out when it was noted that noise was present on the right ventricular (rv) lead. The patient returned to the hospital under observation, discharged, but admitted later with more lead noise on the rv. The rv lead was explanted and replaced. Upon rv lead procedure, the 5076 lead was inadvertently dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Patient admitted on 2013 (B)(6) for routine box change.......box change uneventful until noise observed on rv lead post test induction. Patient returned to ward under observation however was discharged and then had to return to hospital as more noise was observed on the lead. Detection was disabled and patient scheduled for laser extraction of rv lead post device box change noise observed on lead. Patient observed and then discharged but admitted later with more lead noise. Scheduled for extraction of lead history: unknown injury: alive - no injury outcome: hospitalization was required as a result of the event

Manufacturer narrative:
Analysis information -a proximal portion was received measuring 48.5 cm. A distal portion was received measuring 48.5 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was admitted for a routine device change out when it was noted that noise was present on the right ventricular (rv) lead. The patient returned to the hospital under observation, discharged, but admitted later with more lead noise on the rv. The rv lead was explanted and replaced. Upon rv lead procedure, the 5076 lead was inadvertently dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Patient admitted on (B)(6) 2013 for routine box change.......box change uneventful until noise observed on rv lead post test induction. Patient returned to ward under observation however was discharged and then had to return to hospital as more noise was observed on the lead. Detection was disabled and patient scheduled for laser extraction of rv lead post device box change noise observed on lead. Patient observed and then discharged but admitted later with more lead noise. Scheduled for extraction of lead history: unknown injury: alive - no injury outcome: hospitalization was required as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.